Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss while using the ilet bionic pancreas and elected to replace the cgm sensor without troubleshooting. The user experienced a blood glucose peak of 265 mg/dl without associated adverse symptoms. Outcomes included no need for medical intervention or hospitalization. User support included troubleshooting and education with follow-up planned. Investigation of this case revealed a cgm communication issue resolved by sensor replacement and a routine infusion set change, with no device malfunction of the ilet pump identified. It was concluded, based on previously established findings for similar reports, that the cause was user-manageable cgm signal interruption and routine maintenance needs.